Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that he is having difficulties with his inflatable penile prosthesis (ipp) pump. The patient indicates that when he attempts to inflate, the pump goes flat and stays flat. The patient met with his urologist, who recommended to replace the device. A revision surgery has not been planned. Patient services specialist gave the patient trouble shooting tips and techniques.

Event description:
It was reported that the patient stated that he is having difficulties with his inflatable penile prosthesis (ipp) pump. The patient indicates that when he attempts to inflate, the pump goes flat and stays flat. The patient met with his urologist, who recommended to replace the device. The patient underwent surgery replace the device. The old reservoir was left in the patient. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.